Event description:
It was reported that, after a tka surgery had been performed with a journey ii system on (B)(6) 2022, the patient has felt no improvement to this day. The patient has experienced pain throughout the knee and the tendon the outside of the knee hurts when bent. The knee feels unstable and pops a lot all the time. The findings are moderate suprapatellar joint effusion and tendinopathy. The physician suggested a revision surgery, but the patient does not feel safe for another surgery because of the consequences from the previous one. The patient does not know whether the prosthetic knee is defective or if it was doctor's negligence; nonetheless, the current status of the knee is the same or worse than before index surgery.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
Given the nature of the alleged incident, the device could not be returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation stated that, as of the date of this medical assessment, the requested clinical documentation had not been provided. Without the medical documentation, clinical factors which could have contributed to the reported event could not be definitively concluded. The patient impact beyond that which is reported in the medwatch forms cannot be determined, although the patient reported the symptomatic ¿knee is the same or worse than before¿ with ¿moderate suprapatellar joint effusion and tendinopathy¿ findings. Current patient status is unknown. No further medical assessment can be rendered at this time. A review of the instructions for use documents for knee systems revealed that unusual stress concentrations can result from trauma, improper implant selection, improper implant positioning, improper fixation and/or migration of the components. Muscle and fibrous tissue laxity can also contribute to these conditions. This has been identified as a possible adverse effect. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, risk management file and prior actions review could not be performed. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include joint laxity and/or patient condition. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.